Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. During the procedure, the surgeon opened the tibial bearing and noted that the device had a burr and a different finish than what he expected. Another bearing was used to complete the procedure with no reported injury to the patient or delay in the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The surface finish on the returned device is abnormal but acceptable, as there are no quality requirements for surface finish, and slightly increased surface roughness will not detrimentally impact the functionality of the part. The burr located on the device was out of design specification, but is believed to be an isolated incident, as no other complaints have been reported for this lot.